Event description:
The user facility reported the cutter would not cut properly. A second pack was opened to complete the surgery with no injury to the patient.

Manufacturer narrative:
Evaluation completed. One opened bl5225 pack from lot v0926 was returned. The pack contains a 25ga vitrectomy cutter with tubing only. The rest of the pack components were not returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter did not actuate (the inner needle did not move). The cutter did not cut and does not function as intended. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2 see 1920664-2013-00240.